Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a request for an episode review for noise on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). The ra lead is a non-boston scientific lead. Boston scientific technical services (ts) discussed that this was oversensing of the respiratory sensing signal by the ra lead. Ts recommended programming the respiratory rate trend (rrt) feature off and checking impedance measurements. The field representative confirmed that rrt was programmed off. No adverse patient effects were reported. This device remains in service.